Event description:
The customer reported that the system boots with a joystick stuck error message preventing motorized movement of c-arm. No pt or staff injuries have occurred.

Manufacturer narrative:
The service rep determined that joystick has sustained some damage and requires replacement. Determined rui has failed and possibly the mcupcb. The service rep ordered a joystick for replacement. Determined joystick was incorrect dianosis. Ordered rui and mcu pcb for replacement. The rep removed and replaced rui controller. Verified proper operation of joystick by moving c in various directions. System performs as intended.